Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 530 mg/dl. Contact alleged the pump was not delivering insulin. Contact did not provide further information. As the contact did not have the pump at the time of the report, tandem technical support (cts) was unable to perform a pump system check to determine a possible cause. Although multiple attempts were made by cts to obtain additional information, contact did not reply.